Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection reported defects to the outer case. The canister connector was defective, establishing a relationship with the event reported. Functional evaluation found no faults with the device alarm system, following repair. The probable root cause is the damaged canister connector. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that renasys touch pump alarming that it was full when it wasn't full, patient swapped onto another pump from the fleet and no problem. So it wasn't down to canister or dressing technique. No harm or injury reported.